Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure fixation of the pacing lead was not ideal and the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.